Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, it was reported that the patient line of the cassette disconnected from the transfer set, which is known to cause the reported alarm. The cause of the disconnection could not be determined from the available information. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during initial drain of peritoneal dialysis therapy. The patient stated that the patient line of the cassette had disconnected from the transfer set. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The patient cleared the alarm, ended therapy and stated that they would start therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.